Event description:
It was reported that during the lap colectomy, right hemi colectomy procedure, device was inserted into the patients abdomen, and broke apart 10 minutes after doing so. The device broke where the two circles connect on the edge were the ring is. The device broke about 1/3 of the way around the black ring. The 2nd device broke in the middle where the hour glass is located. No patient consequence. No further information is available.